Event description:
A (B)(6) female pt contacted zoll customer support to report that she was receiving a lot of high siren alarms. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (arrythmia alarms) has been confirmed. Upon eval, ECG d and ECG a had low output from the op amp which produced noise artifact that caused the arrhythmia alarms. The root cause of the low ECG output was a short in the feedback loop to the op amp. No adverse event resulted from short in the feedback loop to the op amp. The pt received a replacement electrode belt.